Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the patient has stopped using the device after the release of the fsn. He is concerned about the health risks. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. Due to no device information being provided, the exact recall number is unknown. The possible recall numbers are z-1972-2021, z-1973-2021, and z-1974-2021. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the patient has stopped using the device after the release of the fsn. He is concerned about the health risks. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. In this report- box d: suspect medical device-product brand name, FDA product code, common device name, model number (rfb), catalog item identifier (rfb), serial number (rfb), product UDI (rfb) and 510k and recall (z) number (rfb) has been updated/corrected.